Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "writer aspirated cathflo from white lumen of patient's PICC, without issue, then flushed with 10 ml normal saline with ease. Using same amount of even pressure, when attempting to flush 2nd 10 ml syringe of ns, "popping" sound heard; catheter blew and separated - such that catheter tip still connected with syringe in writer's hand- but catheter end still connected to patient, open to air. (The catheter split in 2). Writer immediately pinched off catheter end still connected to patient." Additional information provided 10/12/22: insertion: date & time: (B)(6) 2022, 09:33. External length: 4 cm. Total catheter length: 46 cm. Site: right arm and basilic. Insertion site above anticubital: 10 cm. Arm circumference: 30 cm. Initial securement device: securacath. Number of attempts: 1. What type of catheter securement was utilized? Securacath. What they¿re being treated for: myeloma. Does the patient have an infectious disease? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a break was observed in the white-luered extension tubing, just distal of the strain-relief sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped break profile tensile weakness at the fracture site (due to material ballooning prior to burst) granular fracture surface texture (typical of tearing failure modes) the catheter material was visibly lighter in color at the fracture site catheter deformation and two permanent kink impressions were observed between the 39cm and 41cm depth markings. Such damage may contribute to catheter occlusion and may be related to use of a compression stylet catheter securement device. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "writer aspirated cathflo from white lumen of patient's PICC, without issue, then flushed with 10 ml normal saline with ease. Using same amount of even pressure, when attempting to flush 2nd 10 ml syringe of ns, "popping" sound heard; catheter blew and separated - such that catheter tip still connected with syringe in writer's hand- but catheter end still connected to patient, open to air. (The catheter split in 2). Writer immediately pinched off catheter end still connected to patient." Additional information provided 10/12/22: insertion: date & time: (B)(6) 2022 09:33. External length: 4 cm. Total catheter length: 46 cm. Site: right arm and basilic. Insertion site above anticubital: 10 cm. Arm circumference: 30 cm. Initial securement device: securacath. Number of attempts: 1. What type of catheter securement was utilized? Securacath what they¿re being treated for: myeloma *does the patient have an infectious disease? No.